Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented with stable angina (ccs class ii) and was referred for cardiac catheterization which revealed a 70% stenosed and 10mm long target lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 4.0mm. The lesion was treated with pre-dilatation and placement of a 4.0x18/20 drug eluting study stent. Post dilatation was carried out with a 4.5mm quantum maverick balloon which resulted in a grade b dissection distal to the target lesion. It was treated with placement of a 3.5x12mm drug eluting study stent resulting in 10% residual stenosis. The following day the patient had elevated troponin enzymes. No action was taken. The patient was discharged 1 day later on aspirin and clopidogrel.